Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete side cut during corneal flap creation. The side cut was incomplete from seven to nine o'clock. The surgeon used a sharp knife to lift the flap in the incomplete area. The laser did not show any abnormalities during flap creation and lasik treatment was completed without patient harm after lifting the flap.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause of the reported event cannot be determined conclusively. (B)(4).